Event description:
It was reported that during a recanalization procedure, the wire was stuck to the catheter while removing. It was further reported that catheter did come off the wire after being removed from the sheath with resistance. It was also observed that the catheter tip and helix was separated from the catheter tip about a cm. Reportedly, upon angiogram it was noticed a perforation had occurred in the area where catheter was being operated and a bypass procedure was performed to restore blood flow below the knee to the tibial vessels. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.